Event description:
Found during routine testing. The customer called to report the device was displaying a service wrench indicator. There was no pt associated with the report. Physio-control provided technical support to help the reporter display the service indicator's fault code in the device's error log that was determined to be related to electrode recognition and a pt's transthoracic impedance. At that time, a device malfunction that could cause or contribute to a death or serious injury had not been determined. The customer required permission to have the device evaluated by physio-control. On 02/06/2009, the customer reported that, because of cost, the device would not be evaluated, and that it had been discarded. If a malfunction with electrode recognition had existed with the device, it could cause the device to not recognize that electrodes were connected to a pt and the device wold not be able to analyze a pt's rhythm or deliver a shock.

Manufacturer narrative:
The device has been discarded by the customer, and is not available for eval.